Event description:
It was reported that the bd discardit¿ ii syringe barrel was found cracked before use. The following information was provided by the initial reporter: "syringe barrel cracked before use".

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe barrel was found cracked before use. The following information was provided by the initial reporter: "syringe barrel cracked before use."

Manufacturer narrative:
Investigation summary: photos were received by bd for evaluation. A quality engineer was able to review the photos for the reported issue of ¿barrel crack¿ with lot number 2335284 regarding material number 300850. Based on the photographs, defect is confirmed. The investigating team has used the retention samples of lot number 2335284 material number300850 for investigating the reported defect. No cracked barrel was found in the retention samples. The device history review (DHR) of material number 300850 with lot number 2335284 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. Probable root causes were investigated. It was found that the support plate on one of the track barrel loadings was having slight wear out at the edge.